Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: a review of the black box showed an eleven count voltage drop that led to a low battery warning. The rewind, load, and prime steps were performed successfully but the pump felt warm after a couple minutes of being powered on. The sleep current draw was above the specifications. The reported temperature complaint was duplicated. The pump cover was removed and moisture corrosion was found to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap threads were stripped and the battery cap was unable to fit to the pump. A test battery cap was used during the investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.